Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Primary angioplasty with 5mm 035 balloon after occlusion crossed, followed by stent attempted, cross the sheath midway and it is not tracking further and attempted to pull the entire system over the wire didn't and broken at mid of the stent, half part in the sheath and rest in the artery, pulled everything to retrieve, noted mid intima damage, given long compression, good heamostasis maintained, no major complication.

Manufacturer narrative:
A supplemental correction report for codes is being submitted following a review of this complaint file. Since, investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental correction report for codes s being submitted following a review of this complaint file.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 28-aug-25 no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation the zfv6-125-7-10.0 device of lot number c2049954 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 13th august 2025. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: device returned with red safety tab in place and handle in pre-deployment position. Device returned in one piece but broken connected only by the braided coil of the flexor. The distal end of the flexor has separated from the rest of the flexor but remains attached due to the braided coil at the broken distal end of the flexor the introducer sheath / access sheath is still attached. The inner catheter is in place in delivery system. Biological matter observed on the white distal tip, no damage noted to white distal tip. Functional inspection: unable to flush device due to biological matter noted. Unable to pass 0.035inch wire guide past the tip of the device. Unable to attempt to deploy stent due to the damage of the device. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. It is possible that a tortuous/difficult path led to difficulty advancing the device over the wire guide. As a result, the device was unable to reach the target location and required removal from the patient. The device was attempted to be pulled back over the wire guide which subsequently, caused the break in the flexor, as observed in the lab evaluation. It is also possible that a smaller than recommended wire guide was used for the procedure. If a smaller diameter wireguide was used, this would provide insufficient support to the device while advancing and could lead to the issues reported by the customer. During the lab evaluation, it was noted that the device was unable to be flushed and a 0.035¿ wire guide was unable to be advanced. This is likely due to congealed biological matter within the delivery system. Biological matter was noted in the device evaluation. 03 attempts were made to gain more information regarding this event however no additional information was provided. Should this information become available at a later date, the complaint can be re-opened and investigated. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the zfv6-125-7-10.0 device was not tracking further and was attempted to be removed over the wire guide which resulted in a break in the sheath, the patient required long compression due to mid intima damage as a result of this occurrence. A severity of +2 has been assigned by medical advisor.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 28-aug-25 no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.